Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set was leaking chemotherapy drugs at the IV tubing connection site. There was no patient impact. The following information was provided by the initial reporter: "using the alaris 9002tig01-g infusion pump with the low sorbing (tpe) extension set with the clamps for oncology, there has been leaks coming from the junction of the tubing at the connector at the very end where the set connects with an IV line. It is leaking chemotherapy drugs!"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 9616066-2021-52660 was sent in error. This device is manufactured in a facility that does not manufacture devices for the us market. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. Therefore, this is exempt from from us FDA reporting requirements. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set was leaking chemotherapy drugs at the IV tubing connection site. There was no patient impact. The following information was provided by the initial reporter: "using the alaris 9002tig01-g infusion pump with the low sorbing (tpe) extension set with the clamps for oncology, there has been leaks coming from the junction of the tubing at the connector at the very end where the set connects with an IV line. It is leaking chemotherapy drugs!"